Manufacturer narrative:
B3: february is the reported month of the event, but the exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. There was no patient involvement.

Manufacturer narrative:
D9: 3/21/2025. One device was received for evaluation. Functional testing was unable to duplicate the reported problem. Visual inspection noted a delaminated downstream occlusion (dso) seal and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.